Event description:
The patient reported that six v-go's had the needle button pop up prematurely. The first one happened about two weeks ago and the last one was on saturday night on (B)(6) 2021. The times varied from about 6 hours to about 18 hours. Patient wears the v-go on her abdomen.